Event description:
Laparoscopic lar procedure in pt suffering from colon ca (adenocarcinoma), using the car device for the creation of the anastomosis. The distal donut was found not intact and the bubble test was negative. A leak occurred a few days afterwards.